Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties occurred. The 30-40% calcified lesion was located in the lad. The lesionw as predialted with an unk size balloon. The physician then positioned a taxus liberte 3.5x16mm drug eluting stent which deployed easily. The physician encountered a great deal of resistance when trying to remove the balloon. He attempted to release the balloon by reinflating and deflating the balloon slowly without success. The physician had to "tug" on the balloon to remove it from the vessel. The catheter, wire and guidecatheter were successfully removed as a unit. No pt complications were reported. Pt status is satisfactory.